Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined. E1: (B)(6), a product manager from a-strong co. Ltd (B)(6).

Event description:
It was reported that a primary plum set, 0.2 micron filter, prepierced y-site, polyethylene lined light resistant tubing, distal microbore tubing, secure lock, 104 inch generated a leak during patient use. The reporter stated, ¿0.2um filter leakage.¿ the event occurred during the infusion of an unknown chemodrug. There were no obvious defects noted on the tubing set such as cracks or breaks with no holes, cuts, tears, or any other defects noted. The tubing was replaced and therapy was resumed. The products were stored in an air-conditioned room in the hospital and were not exposed to extreme temperature conditions. A leak was noted in the 0.2um filter with no spillage and no drug exposure to the patient or staff. There was no harm to the patient reported.

Manufacturer narrative:
A picture was returned showing a red-outlined leaking outlet filter. The inlet filter appeared to be wetted out as well. The complaint of 0.2um filter leakage can be confirmed based on the image returned by the customer. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.